Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Age/date of birth, weight and ethnicity/race were not provided for reporting. Upc: 381370044246, lot no: 2207b, expiration date: na, UDI# (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. This product was manufactured on august 08, 2017 (B)(4). This is 1 of 4 med-watches being submitted as four devices were involved in this event. See medwatch 8041154-2020-00029, 8041154-2020-00030, 8041154-2020-00031. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer applied bab tough strips extra large 10s USA and reported every time consumer remove the band-aid it almost takes out the skin. Consumer also alleged it torn pieces of her skin, redness of the skin and it really hurts. Consumer visited hospital for a treatment and hcp recommended stop using it and prescribed oral antibiotics for 10 days. Consumer was still experiencing pain and redness. This is 1 of 4 med-watches being submitted as four devices were involved in this event. See medwatch 8041154-2020-00029, 8041154-2020-00030, 8041154-2020-00031. The same patient is represented in each medwatch.